Event description:
Per the audiologist, the patient experienced a decrease in performance and an intermittent ¿shocking¿ sensation. The results of an integrity test indicated normal receiver stimulator function with multiple electrode anomalies. Reprogramming of the device did not alleviate the issues. The device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Event description:
High reactive rates for havab-igm were occurring on the architect i2000sr analyzer. Architect havab-igm is currently the focus of a product correction. Current information indicates that elevated grayzone, reactive patient results, or elevated out of range high negative quality control results for architect havab-igm may occur when the assay is run directly following the architect anti-hbs assay. No impact to patient management was reported.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
The correct date of surgery was (B)(6) 2010, not (B)(6) 2010 as previously reported.(B)(4).

Manufacturer narrative:
(B)(4).